Manufacturer narrative:
No scratches or damage to lcd window noted. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their scratch on lcd screen. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed cannot read the display. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.